Event description:
It was reported that the patient experienced phrenic nerve issues, one day after implant of lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Con products: 5076 implantable pacing lead implanted: (B)(6) 2013; 6935m implantable tachy lead implanted: (B)(6) 2013; dtba1d4 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. (B)(4).